Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was unable to recharge their neurostimulator. The patient stated they forgot to recharge the device and the battery was dead. A manufacturer representative (rep) was called to reprogram the device to allow recharging. After reprogramming the device to accept a charge, the issue was noted to be resolved as of (B)(6) 2018. Additional information was received. It was reported that the implantable neurostimulator was explanted/replaced on (B)(6) 2018. The issue resolved without sequelae.